Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed; however, the cause was undetermined. The product returned for evaluation was one photograph depicting a portion of groshong catheter. The end of the depicted catheter segment appeared to exhibit an irregular break. While a break was visible in the depicted catheter, inspection of the photograph was insufficient to identify the root cause of the damage. Potential contributing factors include instrument damage and tensile stress.

Event description:
It was reported by nurse that the catheter placement was conducted on the patient on the morning of (B)(6) 2017. The patient's family found that the catheter had been pulled out during washing on the morning of (B)(6) 2017 and asked the nurse to conduct treatment, who took down the end left of the catheter which was found to be about 20cm in length and motivated other nurses to look for the proximal end, which was, however, not found out.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reat0349 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that the catheter placement was conducted on the patient on the morning of (B)(6) 2017. The patient's family found that the catheter had been pulled out during washing on the morning of (B)(6) 2017 and asked the nurse to conduct treatment, who took down the end left of the catheter which was found to be about 20cm in length and motivated other nurses to look for the proximal end, which was, however, not found out.